Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 05/08/2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2018. The patient stated the sensor was removed on the seventh day of use, on approximately (B)(6) 2018. Upon removal, the patient found redness and pain on the arm under the sensor pod and adhesive. On the same day the patient drove himself to (B)(6) where he was diagnosed with a staph infection. Patient was treated with bactrim and released the same day. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.